Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual and functional inspection was performed on the returned device. The leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that the armada 18 was inflated to 8 atmospheres at the heavily calcified, left ostial superficial femoral artery, but the pressure in the indeflator was slowly losing pressure. Contrast was noted leaking from the hub of the armada 18, but the lesion was successfully treated at nominal pressure for thirty seconds to one minute. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.